Manufacturer narrative:
Abbot field service while troubleshooting the customer's issue, observed dripping from the pump, ict aspiration w/pinch valve during a sample run. The fsr replaced the pump, ict aspiration w/pinch valve (rohs) part number 7-206733-01 and then verified the system's function with a control and sample run. A review of service history for the architect serial number (B)(4), did not identify any similar complaints since the service call and complaint on (B)(6) 2017. A review of tickets for the pump, ict aspiration w/pinch valve and the architect c4000 system did not identify an increase in complaints related to falsely elevated results and no trends for the reported issue. A review of labeling was found to adequately address the issue. Based on the investigation no product deficiency was identified for either the architect c4000, sn (B)(4), or the pump, ict aspiration w/ pinch valve (rohs) part number 7-206733-01.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated creatinine c results on one patient. The results provided were: initial 10.72 mg/dl / repeated and corrected result = 1.66 mg/dl. There was no reported impact to patient management. There was no additional patient information provided.